Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported their symptoms were 1, 2, and 4 leads hurting when they program them. They reported that 3 did not help at all, but at least it didn't hurt. The reported the cause of the ins not really working was not determined, they saw a girl at the doctor's office and it didn't help. They did report that changing the batteries in their patient programmer resolved the patient programmer batteries depleted screen. They further reported the device was a miserable failure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The caller reported they had the ins since october and it had not really worked since then. Caller reported they were seeing a screen on their patient programmer. Caller described seeing the patient programmer batteries depleted screen. Patient disconnected after it was reviewed what the screen meant. No further event details were collected. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that they were experiencing discomfort on program 3; it doesn't vibrate, it just hurts. It was noted that they met with the manufacturer representative about this issue and the rep ¿cancelled p1 and p2 all together.¿ they stated that they didn't really understand what the rep did because they went so fast, but whatever they did it still didn't help. Troubleshooting found that stimulation was off, on program 3 at 3.2 v. They were assisted with changing to program 4 at 1.8v, and they turned stimulation on. It was confirmed that it was comfortable at this level and the pain had subsided; the issue was noted to be resolved. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported they met with a young lady who did not help at all and the patient believe they needed it reprogrammed. The patient indicated that the incontinence was steady. It was also noted that the cause of the ins not working was not determined. The patient indicated that meeting with the young lady at the doctor office were the steps taken to resolve the issue. Additionally, it was indicated that replacing the batteries in the patient programmer resolve the patient programmer depleted batteries screen.